Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had primary right total hip completed on (B)(6) 2019. Patient was seen prior to revision surgery for hip dislocation and was close reduced. Patient dislocated again and was scheduled for right revision surgery on (B)(6) 2019. During dissection patient had a large hematoma that was drained and lavaged. The patient's leg was dislocated and original femoral head, cup, screws, and acetabular liner were removed. A new 50mm hemi multihole cup with a new position was inserted with three corresponding 6.5 x 25mm screws. Surgeon then requested a 36d 0° liner for trial and decided on a 36 +5 cocr v40 head.